Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting medical records, treatment and product information. The plant investigation is in progress. A supplemental medwatch will be submitted with additional relevant information.

Event description:
After review of medical records received from an outpatient dialysis facility for an unrelated event, it was learned the patient was hospitalized from (B)(6) 2016 for a "fluid related" event. No other information was provided in the medical records. Machine type and serial number was not given.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n (B)(4); a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the adverse event.